Event description:
It was reported that at device change-out, insulation damage with externalized conductor was observed via fluoroscopy. All electrical measurements were normal. The physician elected to continue to use the lead with new ICD.

Manufacturer narrative:
No medwatch form was received.